Event description:
It was reported that stent dislodgement and shaft break occurred. The target lesion was located in an angulated right coronary artery with a recently placed stent in situ. After a 6fr guidezilla ii was in position, a 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon and broke halfway out of the guidezilla. Snare was used in addition to passing a balloon distal and pulling piece of stent to the ostium, where it was snared again and removed from the patient's body. There was significant delay in case, but no harm to patient. The procedure was aborted. There were no further complications reported.

Event description:
It was reported that stent dislodgement and shaft break occurred. The target lesion was located in an angulated right coronary artery with a recently placed stent in situ. After a 6fr guidezilla ii was in position, a 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon and broke halfway out of the guidezilla. Snare was used in addition to passing a balloon distal and pulling piece of stent to the ostium, where it was snared again and removed from the patient's body. There was significant delay in case, but no harm to patient. The procedure was aborted. There were no further complications reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr us 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found the stent detached from the delivery system and the entire stent was damaged/stretched. Two connectors were visible on the distal end of the stent, the proximal stent was entirely damaged. The crimped stent outer diameter measured at manufacture and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and it appeared that the proximal balloon cone was bunched. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a mid-shaft break located 124.7cm distal to distal end of the strain relief with the core wire exposed. The mid-shaft and shaft polymer extrusion were stretched at either side of the break sites. A blood-like substance was visible inside the inflation lumen. The inner wire lumen was damaged/stretched at multiple locations. No other issues were identified during the product analysis.